Manufacturer narrative:
Concomitant products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 3387s-40, lot# va01zjk, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va01zjk, implanted: (B)(6) 2013, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported there was a coupling problem. It was stated they could only get 0-2 coupling boxes after the antenna locate (al) was performed. It was noted it was possible their breast tissue got in the way when the patient would sit down to charge. It was stated when they would stand, they could get 2 coupling boxes. It was noted it would be determined by the doctor if they would like to wait a week to see whether any possible swelling might go down. It was further reported the patient needed a replacement recharger antenna. It was further reported diagnostics were all within normal limits. It was noted the cause of the issue was not determined and no additional interventions had been taken or were planned. It was noted the patient was able to recharge using two coupling bars but it took a long time. It was stated the patient was at 75%. It was further reported with the new antenna they would sometimes get 4 bars but most of the time it was two bars. It was noted the patient would follow-up with their doctor at the office. It was further reported the patient would have a pocket revision 6 days following report. It was noted they thought the generator may be implanted too deep. It was further reported the implantable neurostimulator (ins) was not flipped but it was implanted too deep. It was stated the ins had moved down towards the breast a little bit. It was stated the pocket was revised and the ins was implanted more superficial on the day of report. It was stated they were able to get 6 coupling bars prior to closing.

Event description:
Additional information received reported the patient could effectively recharge post-revision surgery. It was noted the patient had effective therapy.